Event description:
The user facility initially reported they thought the connection near the cassette was "bad". Additional info was obtained, the cutter was not cutting correctly at a lower threshold. This happened intermittently. Aspiration continued while the cutter stopped; however there was no pt impact as the doctor noticed this and stopped cutting.

Manufacturer narrative:
One cutter was returned taped to the tip protector. Visual inspection noted the needle was straight, was would be expected. The port window was in the open position. The sterilization and lot history records were reviewed and found to be within specification. The device will be undergoing additional functional testing. Upon completion, a supplemental report will be submitted. Report 2 of 2.